Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 16-aug-2011, UDI#: (B)(4), date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient always runs her device at 3.5 but had automobile accident in (B)(6) 2017 and she couldn't get any massage therapy as they wouldn't massage by wires as it would throw her into spasm/she couldn't use a tens unit or get any care so when she saw hcp in (B)(6) 2017 they put her to 4.2/4.3v then she had to slowly increase to 4.6v. No further complications were reported or anticipated with this event.